Event description:
It was reported that during the implant procedure, the lead was repositioned for better numbers. When the helix was extended to be fixed to the tissue, the patient complained of chest and back pain. Accumulation of body fluid was confirmed by an echocardiogram. The device was explanted.